Manufacturer narrative:
H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. The primary reported failure mode of difficulty positioning the endoprosthesis during deployment and the report of branch vessel occlusion could not be independently confirmed with the available information. A review of the manufacturing records indicated the device lots met all pre-release manufacturing specifications. Neither images enabling direct assessment of product performance nor the product itself were returned for evaluation. With the provided information to gore, the root cause of the difficulty positioning the endoprosthesis cannot be established. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surfac the following is stated: hazards and adverse events: procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: malposition. Device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: deployment failure; migration; and device failure.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. As the device remains implanted, no further investigation can be performed. A product history review is being performed. Suspect products: name and strength: cbas® heparin surface. Manufacturer/compounder: w. L. Gore & associates, inc. Concomitant medical products: accessories: cook guiding sheath introducer flexor® ansel 12 fr. Associated devices: cook zenith® branch endovascular graft- iliac bifurcation. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Further investigation is being conducted and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent endovascular treatment for a de novo lesion in the right common- and external iliac artery, as verified by imaging, with two gore® viabahn® endoprostheses with propaten bioactive surface (vsx-device(s). It was stated that a surgical cutdown was made at the left axillary artery and an ultrasound-guided retrograde access in the right common femoral artery (cfa). An iliac branch device, namely a zbis-12-61-41 device (cook medical), was placed from the right groin and a 12 fr ansel sheath placed from the left axillary artery into the descending aorta. The top of the iliac branch device was catheterized using a 4 fr vertebral catheter and zip wire, and subsequently into the internal iliac artery. After completion of deployment of the iliac branch device the internal iliac artery (iia) was stented using a 13 mm x 10 cm vsx-device. Reportedly the vsx-device migrated distally into the iia during deployment, with the proximal end only just within the branch of the iliac branch device. A second 13 mm x 5 cm vsx-device was placed, but unfortunately landed slightly proximal, and therefore was partially covering the lumen of the external iliac artery (eia).then an external iliac artery extension was performed with a zsle-16-39-zt iliac leg device (cook medical) as well as a proximal extension to the right side of the bifurcated aortic graft using a zsle-16-56-zt iliac leg device (cook medical). Given poor blood flow downstream the eia and risk of subsequent eia occlusion, the decision was taken to place a 12 mm x 49 mm bentley stent parallel with the vsx-devices to ensure further blood flow downstream the external iliac artery. Reportedly the patient tolerated the procedure.